Manufacturer narrative:
The cobas e 801 module serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable slft/plgf ratio results for two patients from the cobas e 801 module. The physician claimed the results did not imply the patients had pre-eclampsia when, in fact, they did. Patient 1: the initial ratio was 10. Repeat testing two weeks later had a result of 13. Patient 2: the initial ratio was 38. Repeat testing seven days later had a result of 175.

Manufacturer narrative:
The investigation did not identify a product problem.